Manufacturer narrative:
Device evaluated by MFR: microscopic initial visual and tactile inspection presented no damage or anomalies. The coating appeared uniform and smooth. The outer diameter (od) of the guidewire was measured with a calibrated snap gage; the maximum od of the guidewire was .0160", which meets specification. The device was prepped by soaking in a bath of water. Microscopically, the coating was uniform and consistent throughout the length of the wire. Because the catheter used in the clinical event was not received, a rubicon 18 catheter was used for functional testing. The inner diameter of the rubicon was measured with a calibrated pin gage set and measured .019¿. The wire was loaded into the rubicon device and advanced through the full-length of the rubicon without encountering any unusual resistance. There was no evidence of any product quality deficiencies contributing to the reported difficulty. The reported events were not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a coating detachment occurred. The fathom -16 guide wire was selected for use. The device was properly hydrated during preparation and no damage was noted after the tip was shaped. The wire was not able to be advanced through a 2fr microcatheter. It was noted that the tip of the wire was not smoothly coated, possibly due to missing coating. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a coating detachment occurred. The fathom -16 guide wire was selected for use. The device was properly hydrated during preparation and no damage was noted after the tip was shaped. The wire was not able to be advanced through a 2fr microcatheter. It was noted that the tip of the wire was not smoothly coated, possibly due to missing coating. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4).